Event description:
What I have filed with coopervision as a complaint today: to whom it may concern, I have been wearing the breathable's ex w brand contact lenses for a few months and after a couple of days, I have severe itching and swelling of my eyes. Now I have a corneal ulcer in my right eye. I have been wearing contact lenses for 21 years and have never had this problem with other brands made by johnson and johnson and bausch & lomb. I purchased these at (B)(6) when I got my vision checked earlier this year. I am going to request that I get a full refund and be switched to either johnson & johnson or bausch & lomb contact lenses. If they do not honor my request, I will be contacting the corporation for further action. The lot numbers that I have: 11298500012011 exp 2017/12 and 11298500012008 exp 2017/10. I would highly suggest that you happen to recall list for there's definitely a problem. Sent from my (B)(6).